Event description:
It was reported via medwatch mw5100714 that a shaft break occurred. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon would not cross into stent and the device broke into to separate pieces. There were no patient complications nor injuries reported.